Event description:
Caller indicated the advance intuition meter was giving high readings. On (B)(6) 2011 at around 3:00 pm daughter assisted with taking bg levels as her mother was not feeling well. Patient showed signs of not knowing where she was, she stated she needed to use the restroom, but was unable to stand with out assistance. She began to shake. Daughter performed blood test on mother and the results were 214mg/dl. The symptoms continued so she called for an ambulance, which arrived about 3:30pm. The paramedics took readings and the test results were 34mg/dl. Patient was rushed to hospital where she was given medication, and food. They continued to watch her bg levels and she was then released. Controls not used. Replacing product

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.